Manufacturer narrative:
Initial reporter occupation: unknown. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Additional information received indicates that this device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that the customer used olympus endoscopes, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an internal hemorrhoidal banding procedure, the physician used a 6 shooter saeed multi-band ligator (mbl-6-f). The user checked the terminal ileum by endoscopy and found a polyp around 0.6c m. A submucosal injection and upliftment was followed by electrical excision. The incision wound was charred and white with no blood. The internal hemorrhoids and anal papilla were detected in the anal canal. The anal papilla was treated with high frequency electrocoagulation, and utilized a gastroscope to ligate the internal hemorrhoids. The user successfully released the first two (2) bands, but the third band was stuck while releasing and the endoscope was damaged because of the band becoming stuck. The user could not retract the mbl-6-f product from the gastroscope [subject of report]. The user then changed to another one of the same devices and another endoscope to continue the procedure, but after the first two (2) bands successfully released, the third band became stuck in endoscope channel and could not be retracted while causing endoscope damage which delayed treatment. The user once again changed to another one of the same device and another endoscope to continue the procedure, but again after the first three (3) bands successfully released, the fourth band became stuck in endoscope channel and caused the endoscope damage. The user changed to a fourth mbl-6-f product and endoscope to finish the procedure. The patient is well. The user evaluated the situation and concluded that it seems that the bead on the trigger cord became stuck in the endoscope's working channel and caused the damage to three (3) endoscopes. The other two occurrences described in this event will be sent in subsequent reports. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.